Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The device passed all incoming tests. Contamination was observed in the battery compartment and on the battery drawer o-ring. Damage was found to the case. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (epg) rate control dial was not functioning. The epg was returned for service. There was no patient involvement.